Event description:
It was reported that the pacemaker was unable to interrogation. It was noted that there was no magnet response and longevity was 4 years on check 6 months ago. It was also mentioned that the patient was feeling tired. The device was explanted and replaced. The patient was in stable condition.